Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were episodes of double counting of t wave via merlin@home. All the episodes were recognized by the securesense algorithm, with inhibition of therapy. Reprogramming was suggested. There were no reported adverse consequences for the patient.